Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. The system would not complete boot up. Found 2 blown fuses. Replaced those and the isolated stand-alone board blew. Replaced that board, the 2 fuses, and the main x-ray relay. The umbilical cable was also replaced. The umbilical cable has been received by the manufacturer for evaluation, although analysis is not yet complete. No other parts have been received for analysis. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was unable to fully boot up. It was reported that the message "initializing, please wait" was displayed, but would not move past this point. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. The procedure was completed without the imaging system and the patient was not impacted.

Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable was unable to replicate the reported issue. Mvs interface cable passed 100t and gbit bench communications testing as well as continuity testing. Installed mvs interface cable in test imaging system and the system achieved ready. Communication, charging, 2d and 3d imaging are all successful. No problem found. Investigation of returned suspect fuses finds that the fuses are open (blown). Fuses failed continuity test. Investigation of returned suspect stand-alone board finds that the standalone pcb board failed bench testing, both ac / dc voltages are not present. 0 volts, fans do not come on and no leds are on. Relay failed, output pins 1 and 2 have a low resistances internal short. Varistor measured open. The reported issue was confirmed to be caused by an electrical failure of the fuses and standalone board.